Event description:
Pt underwent micra implant. Upon manipulation of the sheath in the rv and after confirming with contrast, micra was deployed, impedance was smaller than 1500 ohms and no capture. Micra was retrieved in the sheath and pt became hypotensive. Immediate echo showed pericardial effusion and tamponade. Pericardiocentesis was performed and smaller than 1500 cc of blood continue to be pulled and retransfused. Pt had a pea arrest and died.